Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not power on, and the display remained black. This issue was found during set up in room, before patient in room. There were no reports of patient involvement.